Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump doesn't show any boluses with they look at daily totals. The blood glucose reading is 7.3 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump bolus history recorded properly. No cosmetic damage was noted.